Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that a trial patient was ¿bleeding like hell underneath the bandage.¿ the patient¿s status was unknown. The patient later reported that she went to the doctor and had her dressing looked at when her friend told her it was covered in blood. She stated that it was dried blood from the procedure and everything was fine. She completed the trial and would be seeing the surgeon on (B)(6) for implant consult. She had very good results on the left side, but she managed to wiggle the lead on the right side 2 inches from where it was initially put so that side did not work well. It only worked when she set it high and that was not comfortable. She was hopeful that the permanent implant would work as well on the right as the left side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.